Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but changed his mind. The surgeon felt the lens was the wrong choice for this patient due to an unstable capsule and a patient related problem. The reporter stated this was not lens related. There was patient contact but no injury, the lens was not fully inserted. The reporter stated it was unknown if the lens was damaged.

Manufacturer narrative:
Eval results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions: it was the surgeon's decision not to use this lens and there was no product malfunction.